Event description:
Country of complaint: (B)(6). Material breaks, thread separated from the needle.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 7 unopened racepacks and 1 opened. There are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed, there are no units in stock. Knot pull tensile strength and needle attachment of the closed samples received was tested and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.